Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product has been discarded.

Event description:
It was reported that the drill bound up inside the distal femoral cut block during total knee surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following has been updated: : medical products- bone screw drill, catalog # 00512008500, lot # unknown multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06654 reported event was unable to be confirmed due to limited information received from the customer. Evaluation of the returned distal cut guide noted that it shows signs of use. The part features scratches and there are nicks especially at the edges of the saw slot and the holes. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at this time.